Event description:
After the successful implant of another MFR's stent in the proximal left anterior descending coronary artery, a 3.0mm diameter by 12mm length s7 stent delivery system was inserted into the left anterior descending artery. It was not possible for the stent to cross through the previously deployed stent. The s7 stent caught on the previously deployed stent while it was being advanced to the target lesion. The stent dislodged from the stent delivery balloon as the stent was pulled back for removal. It was not possible to retrieve the undeployed stent with a ptca balloon or a snare device. The stent was subsequently deployed inside of the previously implanted stent. Another MFR's stent was inserted to treat the target lesion, however the stent was unable to cross through the implanted stents. There was no further treatment to the target lesion. The pt was reported fine post procedure and there is no add'l clinical sequelae.